Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed that the instrument was found to have damage to the conductor wire¿s insulation. The insulation does not exhibit thermal damage. A piece 0.059¿ in length was missing. The conductor wires were exposed, however no cables were damaged. An electrical continuity test was performed and the instrument passed. The root cause of the damaged conductor insulation was attributed to mishandling/misuse, such as a collision with another instrument or sharp objects. There was also an additional finding that was not reported by the site, but was related to the reported event. The instrument was found to have physical damage on the yaw pulley, located between the conductor wire and the grip cable. There were no signs of thermal damage (no charring or localized melting). There was piece approximately 0.034" x 0.064" missing from the yaw pulley. The root cause of this failure was also attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log review confirmed that the instrument was last used on (B)(6) 2021 with 3 uses remaining, on system sk0216. The curved bipolar dissector is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the additional information obtained from failure analysis investigations, this complaint is being assessed as a reportable malfunction due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noticed damage to the curved bipolar dissector instrument. Specific information regarding the damage was not provided. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) contacted the customer to request additional information but no further details were available.